Event description:
It was reported that the revised product is not metal on metal, however the exact products are unknown at this time.

Manufacturer narrative:
(B)(4). The associated devices were returned to be evaluated. The visual inspection of the returned devices resembles typical explanted devices. A review of the complaint history shows no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis was completed and the results were scratching on the surface of the femoral head, could be caused by articulation in the presence of third-body particulate (bone, bone cement, etc.).discoloration due to absorption of biological fluid was observed on the backside of the liner. Damage/deformation was observed on the face of the liner, possibly due to contact with a surgical instrument during revision surgery. Burnishing was observed on the articular surface of the liner. Total linear penetration was estimated to be 2.9 mm using silicone mold replication. Based on the implantation time (approximately 8 to 9 years) and estimated total linear penetration, the penetration rate was between 0.3 and 0.4 mm/year. Cases involving similar linear amounts of penetration have been reported in the literature for non-irradiated, uhmwpe liners in service beyond 5 years. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to pain. The devices were implanted in 2006. Heamoarthosis presented in 2013, no infection found.